Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent the orif surgery for humeral diaphyseal fractures by using the va-lcp distal humeral plates. During the surgery, after fixation of the lateral plate was competed, when the surgeon drilled the 2nd hole from the proximal end of the medial plate, the drill bit touched the screw which had already fixed the lateral plate and makes unusual noise. Later found that the drill bit was broken, and the fragment was left in the patient¿s body. It was unknown if the surgery completed successfully with/without delay. The patient outcome was unknown. Concomitant devices reported: va-lcp distal humeral plates (part # unknown, lot # unknown, quantity# 1) , unknown screw (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is for (1) 2.8mm drill bit/qc/165mm. This is report 1 of 1 for (B)(4).